Event description:
Surgeon applied mayfield headrest with patient in the prone position prior to start of case. Knobs tightened to setting of 80 lbs psi and headrest knob "lost tension" to 20 lbs psi. Knob adjusted again to 80 lbs psi and towels applied around the surgical area to help secure the headrest and protect the surgical site. At the end of surgery, fresh bleeding on the left temporal area and a laceration was noted requiring cleaning and suturing by surgeon.